Event description:
The customer reported that the system exhibited arcing, failed to display fluoroscopic exposures and exhibited overload faults resulting in an un-commanded system shutdown. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and replaced. A full generator and filament calibration was also performed. The system was tested and found to be working as intended and returned to service.